Manufacturer narrative:
As part of normal complaint follow up, an eval of the event has been initiated at mako surgical. The pt was a reported drug user and the surgeon stated he suspected intentional dislocation for the patient to have access to drugs at the hospital. The surgeon wanted to use a constrained liner for the revision, which is not offered by the pst system; therefore, the surgeon decided to implant a stryker cemented constrained liner, aware that it was an off-label application. The liner was compatible with a 28mm diameter head, so the surgeon replaced the original femoral head with the compatible component as well. The original cup and femoral stem were left in place. There is no evidence to suggest that the pst implant system, nor the implant placement supported by the rio, contributed to the event.

Event description:
The surgeon had performed a makoplasty total hip orthopedic system (rio). About six weeks after the procedure, the patient's joint dislocated. The surgeon performed an assessment of the joint and decided to add a bone screw to the cup and change the liner. The liner required a different femoral head size; therefore, the femoral head component was also revised.